Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erratic qc results for multiple assays on the cobas 8000 c 702 module. Qc failed for crej2 creatinine jaffé gen.2 (crej2) leading the customer to repeat patient samples. The customer provided data for 457 patient samples that had been tested for crej2 and reported outside of the laboratory. The customer repeated these patient samples and 24 patient samples were discrepant. The customer provided data for 69 patient samples that had been run on (B)(6) 2018 and repeated. Of this data, there were no discrepant crej2 results. There was no allegation that an adverse event occurred. The crej2 reagent lot number was 326832 with an expiration date of 31-jan-2020.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.